Event description:
It was reported "on (B)(6) 2025, the doctor found swg kinked prior to the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer provided one photo for analysis. The photo shows the guide wire with one kink towards the distal end. The customer also returned one guidewire, a 5 cc safety arrow raulerson syringe, and 18ga introducer needle. No signs of use were observed; however, the end cap was missing from the guidewire advancer assembly. Visual analysis revealed two distinct kinks on the guide wire body, one towards the distal end and another towards the proximal end. The distal j-bend was misshapen. Microscopic examination confirmed the presence of the kinks. Both the distal and proximal welds were intact and appeared full and spherical. The kink in the guide wire were located 22mm from the proximal tip and 24mm from the distal tip. The overall length of the guide wire measured 601mm, which is within the specification of 596-604mm per product drawing. The outer diameter of the guide wire measured 0.803mm which is within the specification of 0.788-0.826mm per guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a returned arrow raulerson syringe (ars) and 18ga introducer needle. The undamaged portions of the guide wire passed through with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire was kinked was confirmed through complaint investigation of the returned sample. Two bends were observed towards the distal and proximal end of the guide wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and sample received, the potential root cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported " on (B)(6) 2025, the doctor found swg kinked prior to the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)